Manufacturer narrative:
The malfunction was observed and attributed to contamination on the main board. Water ingress was established as the source of the contamination. The device was returned and labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.